Event description:
It was reported that the rod broke post-op and the patient underwent a revision surgery to replace the broken rod.

Manufacturer narrative:
It was reported that the rod broke post-op and the patient underwent a revision surgery to replace the broken rod.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that "the articulation mechanism has failed and the connecting bolt has sheared in half". It was noted that the patient underwent a revision. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual optical examination identified wear and deformation of the perimeter of both the male and female spline teeth, as well as axial wear of the core and a multi-modal fracture of the core. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the area of origin of initial crack propagation as noted, as well as significantly increased material disruption at approximately 30% through the remaining cross-sectional area, consistent with overload. The observations, in conjunction with the significantly decreased life of the implant (> 1 month) are consistent with incomplete seating of the male and female spline teeth at final tightening, allowing the teeth to rotate and placing the core into cyclic tension/compression. This cyclic load may have induced cyclic fatigue until an overload condition induced mechanical failure of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.